Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer reported that they received the open book image on the insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. Retainer ring=black. Case type=ngp on (B)(6) 2022 customer called in with the following concern: critical device error/open book image. Patient was just working out when she received the msg. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device was received with a critical device error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical device error (open book image) alarm. First attempt to download/upload using crest/thus software was unsuccessful. Successfully downloaded motor bootloader traces. Device failed to enter recovery mode preventing download of history files and traces using thus, however, xtest was used to download bootloader traces. Bootloader traces indicate that a critical error 44 triggered the critical device error (open book image) alarm. Device was cut open to perform visual inspection of connectors and electronic assembly. No moisture damage noted on electronic assembly and connectors were plugged in properly. Isolate to electronic assembly. Force sensor zero offset is within specification (23.0mv). The following were noted during visual inspection: cracked battery tube threads, cracked case (battery tube), cracked keypad at select button and scratched case. In conclusion, critical device error (open book image) alarm was cause by numerous device error 44 confirmed in comlink download. Unable to complete download history files and traces. Isolate to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.